Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump found the pump to be in good physical condition. The review of device history log identified the following events: 0242> pump turned on (B)(6) 2019 9:37:00 am; 0243> disposable attached (B)(6) 2019 9:38:00 am; 0244> pump primed (B)(6) 2019 9:39:00 am; 0245> error 1871 (B)(6) 2019 9:39:00 am; 0246> power down (B)(6) 2019 9:39:00 am. During functional testing, the pump was powered on and it was found that the pump gave error code 1871. Upon opening, the pump when an attempt was made to rotate the motor, it was seized and wouldn't turn. Customer states issue was duplicated and was confirmed. The problem source could not be identified.

Event description:
Information was received indicating that this cadd legacy plus gave "lec 1872" motor error. It was stated that there was no patient involvement in the reported event.